Manufacturer narrative:
(B)(4). Corrected data based on new information received: - adverse event to product malfunction. - serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. (B)(4). Corrected data based on new information received: - adverse event to product malfunction - serious injury to malfunction the event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/23/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2008 via the left common femoral vein due to risk of pe, traumatic brain injury. Plaintiff alleges attempted retrieval on (B)(6) 2008. Plaintiff is alleging device is unable to be retrieved, thrombosis of the filter hook, pain in abdomen, pain in right side.

Manufacturer narrative:
Correction: serious injury. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "unable to retrieve, thrombosis of the filter hook, pain in abdomen and right side." Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.